Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced poor performance since activation. Subsequently, the device was explanted on (B)(6) 2025, and the patient was reimplanted with another cochlear device during the same surgery.